Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device and while performing the self test, sparking was observed emanating from the device paddles. The complainant indicated that there was no pt involvement in the reported malfunction.